Manufacturer narrative:
Device evaluation summary: analysis of the returned catheter segment found ¿no significant anomaly - catheter body - dried drug, blood, or foreign material occlusion¿ conclusion code and result code are no longer applicable for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 500mcg/ay, dilaudid 350mcg/ml at 92mcg/day via an implantable pump. The indications for use were intractable spasticity and stiff man's syndrome. The patient's medical history included stiff man syndrome, knee surgery in (B)(6) and was currently being evaluated for a possible dvt in their right leg. The patient reported feeling pump "vibrating" yesterday with sudden increase in spasticity and tone. The home health nurse interrogated patient's pump logs to find several stalls and recoveries which started (B)(6) 2016, so the physician admitted the patient to hospital for replacement. It was unknown what caused the event. The patient denied exposure to any emi or any other precipitating event. The pump was interrogated twice pre-operatively for logs which indicated multiple motor stalls and recoveries. At time of replacement today, catheter patency was checked with cap aspiration which was negative, so existing 8780 cut at spine with no csf return from distal segment. The proximal segment flushed easily with preservative-free normal saline from cap to spine, so spinal segment only removed and replaced to t7 with trimmed 8782. The old pump (containing baclofen 2,000 mcg/ml and dilaudid 350 mcg/ml) was removed and replaced with a new 8637-40 (which was filled with 40 ml gablofen 2 ,000 mcg/ml). Simple continuous dosing changed from baclofen 500 mcg/d and dilaudid 92 mcg/d to gablofen 250 mcg/d. System patency was confirmed at end of replacement with positive cap aspiration and entire system primed (using pump tubing volume of 0.140 ml). The patient remained hospitalized after replacement for observation, but was believed to be receiving effective therapy at this time. The issue was resolved at the time of the report. The patient's status was alive, no injury. The other medications the patient was taking at the time of the event, the cause of the catheter patency issue and no csf backflow not reported. Further follow-up was conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.